Event description:
It was reported that the patient with this pacemaker system experienced infection and erosion. Subsequently, the patient underwent a revision procedure and this system was explanted. No additional adverse patient effects were reported. It is not expected to receive this lead for analysis.

Manufacturer narrative:
This product was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection related allegations.

Event description:
It was reported that the patient with this pacemaker system experienced infection and erosion. Subsequently, the patient underwent a revision procedure and this system was explanted. No additional adverse patient effects were reported. This lead has been received for analysis.